Manufacturer narrative:
Additional information received indicated that the event was isolated and self-correcting. The site further reported that the event was not associated with any pump stop events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. Theifu warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the led screen of a patient's controller did not display its' pump parameters for a short while. The patient further reported that he did not remember hearing a "no power" alarm. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
The reported event of a loss of power was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. There is no controller power up close to the event date ((B)(6) 2016). One (1) controller power-up with its associated motor start for (B)(4) was logged on (B)(6) 2016 at 11:35:45 hours. At 11:24:19 hours, before the controller power-up, (B)(4) was connected to ps1 with capacity equal to 24%. (B)(4) was connected to ps2 with capacity equal to 96%. Ps2 was powering the controller. At 11:50:44 hours, after the controller power-up, (B)(4) was connected to ps1 with capacity equal to 94% and (B)(4) was connected to ps2 with capacity equal to 94%. Ps1 was powering the controller. These events are indicative that both power sources were disconnected from controller. Since this was a double disconnect and the controller was powered down there are no alarms or faults status recorded. Analysis revealed that the device passed visual examination and functional testing. Initial testing of the device indicated that the controller was able to sound for 19 minutes, which meets the specifications of at least 15 minutes. Additional testing was performed and involved exposing the controller  to temperatures between 30oc to 40oc  to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Based on the available information, the most likely root cause of the loss of power can be attributed to a disconnection of both power sources. Analysis of the controller revealed the "no power" alarm functioned as expected.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.